Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The c-arm handle was replaced and movement of the c-arm tested. The system was found to be working as intended and placed back into service.

Event description:
It was reported that the system 9900 had a broken rotation handle on the c-arm making movement difficult and posing a hazard. There was no adverse patient involvement reported. There was no patient information reported.